Event description:
It was reported that dissection occurred. A percutaneous transluminal coronary angioplasty was performed on an obtuse marginal (om) artery. A 3.00 x 48 synergy stent was deployed in the om. Following post dilatation, a proximal edge dissection was noted in the proximal part of the stent. A 3.5 x 12 synergy stent was deployed proximal to the first stent, overlapping it, and covered the dissection. The procedure was successfully completed. No further patient complications resulted in relation to this event, and the patient was reported to be fully recovered and stable following the procedure. It was further reported that the target lesion was located in the mildly calcified and moderately tortuous om. The lesion was predilated with a semi compliant balloon. There was no issue with stent deployment, and the stent was fully deployed. It was noted that after post dilation, a proximal edge dissection was noted in the proximal part of the stent. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Initial reporter address: (B)(6).